Event description:
Patient presented with high lead impedance. Clinic notes received for the patient indicated that the patient may have damaged the lead during a fall. The patient was referred for full revision (replacement of the lead and generator). Further information was received that the patient had fallen on his left site and hit the area where the device was located. Due to this, the physician believes the high impedance is due to the fall. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient underwent full revision (replacement of the lead and generator). Further information was received that the lead was replaced due to a patient fall. It was noted that the patient was having more seizures prior to replacement. Further information was received that pre-op diagnostics showed high impedance. During surgery pin insertion was attempted first. The generator was then replaced and high impedance was still observed. The patient¿s neck was opened and a crack/break was observed in the lead wire. A fall was noted to have occurred about 6-8 weeks ago for the patient. Further information was received that the high impedance and increase seizures was a result of a fall that was not seizure related. It was noted that the increase in seizure activity was equal to pre-vns baseline levels. The explanted lead and generator were received by product analysis. Product analysis has not been completed to date.

Event description:
Lead product analysis was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis the connector pin quadfilar coil appeared to be broken approximately 274mm and 276mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of the observed discontinuity and abraded tubing openings on the outer and inner silicone tubes, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi=no condition . In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance of any other type of adverse events found with the pulse generator.